Manufacturer narrative:
Two (2) uniplate cam tightener tri-lobe shaft [product code: (B)(4)] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that both shafts had a fracture at one of the trilobe tips. The second half of the tips was not provided with the devices. The fracture analysis report suggests that the two driver tips underwent a quasi-static overload torsional shear failure starting at the trilobes and extending to the center of the shafts, the potential fracture termination sites. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the cam tightener trilobe tips becoming broken cannot be positively determined. However, the fracture analysis report suggests that the two driver tips underwent a quasi-static overload torsional shear failure starting at the trilobes and extending to the center of the shafts, the potential fracture termination sites.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) uniplate cam tightener shaft tri-lobe both tip ends broke during surgery. Backup shaft was used to complete surgery. Representative not present. Per complaint form: representative was not in surgery, failure happened on (B)(6) 2015, was not notified until 10/17/15. Physician torqued cam driver multiple times causing tip to twist then break.